Manufacturer narrative:
The sodium electrode lot number was q1574. The expiration date was requested but was not provided. The field service engineer found the detergent nozzles were overfilling the reaction cells, there was a crimp in the tubing, and the cell rinse volume adjustment was too high. He replaced all rinse mechanism tubing, flushed the lines, and ran mechanism checks. He performed a bath exchange and a cell blank. He ran specimens that recovered well and ran calibration and qc successfully the investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c 501 analyzer. Patient 1 initial result was 153 mmol/l and the repeat result was 139 mmol/l. Patient 2 initial result was 150 mmol/l and the repeat result was 139 mmol/l. Patient 3 initial result was 150 mmol/l and the repeat result was 132 mmol/l. The repeat results were believed correct.